Event description:
It was reported that the surgeon was using a one piece toric silicone lens model aa4203tl and the trailing haptic tore upon insertion. The surgeon enlarged the incision to remove the replace the lens with the same diopter lens and a suture was used to close the incision.

Manufacturer narrative:
Eval codes, results: a visual inspection of the returned product shows the lens has one plate haptic torn off into the optic and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/'cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.